Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectosigmoidectomy, the device did not fire. The patient was reopened in relation with the stapler use. The patient hospitalization was also extended.